Event description:
This report is submitted in reference to (B)(4). It was reported that there was an issue with the product fb800r - tuffier rib spreadr170x12543x53mm blds. According to the complaint description, the first tuffier chest retractor failed to operate and could not be inserted during an open thoracotomy with decortication (left). Per the surgeon, the rib spreader could not be opened. A second tuffier chest retractor, from the same tray, was difficult to open but he was able to open it and utilize it during the procedure. When the surgeon attempted to remove it, it froze and would not release or adjust, requiring force to do so. The surgeon used a needle driver to attempt to open the instrument which worked initially, but ultimately, the butterfly adjustment knob broke off and the surgeon was forced to break the patient's rib to remove the equipment. Metal shavings were observed on the sterile towel upon which it was laid. No metal shavings were seen in the patient, therefore, no further procedures were needed. Additional medical intervention was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Involved components fb800r - tuffier rib spreadr170x12543x53mm blds - lot unknown.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation results: visual inspection: the visual inspection of the products revealed a lot of damage to the products. The involved component (also same material) was found to have impact marks on the face of the wing gear and a large number of seizures. The leading material, tuffier chest retractor, also showed impact marks, seizure marks and a broken wing gear due to overload. Batch history review: as no lot number was provided, it is not possible to check the device history for the device in question. However, eight batches could be localized for the affected manufacturing year 2008: 51459722, 51465321, 51468332, 51484823, 51496201, 51507704, 51509918, 51513670. The device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: on the basis of the available information as well as the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. According to the corresponding electronic instructions for use (eifu) (internal aesculap ag no. (B)(4)), a lack of/insufficient lubrication can lead to damage such as metallic cold welding/friction corrosion of the product. Based upon investigation results, a CAPA is not necessary.

Event description:
Update: surgery was successfully completed. The patient did "well" after the procedure. Postoperative x-ray results had not revealed metal shaving.